Event description:
A report was received that the patient was experiencing shocking sensations, shaking in the arms even when the stimulation was off and an open hole in the back where the stimulator was located. It was also reported that the leads have been attached in the bone causing pain and patient could barely walk due to nerve damage. Explant of the scs system was recommended.

Manufacturer narrative:
Date of event: 2013. Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).